Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information from the article, the cause of the reported jammed lock line, clip expulsion, and cowl were unable to be determined. The reported embolism and foreign body in patient were cascading events of the reported clip expulsion. The reported patient effects of embolism and foreign body in patient as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "percutaneous retrieval of an embolized mitraclip in the left atrium" was reviewed. The article presented a case study, to review a case where the lock line was unable to be removed, the clip arms opened and the clip embolized. Devices mentioned include mitraclip. The article concluded that after the removal of the clip, a second clip was implanted successfully. The patient recovered without any sequelae. [The primary author and corresponding author was do-yoon kang at asan medical center institution with corresponding email dykang@amc.seoul.kr]. The date of the procedure was not provided. A total of one patient was included in this case study, of which the one patient received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included severe mitral regurgitation, history of tuberculosis. (B)(4), unk mitraclip. Intra-procedural complications included inability to remove lock line, clip opening while locked, embolism, unexpected medical intervention